Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the device had error 570.6500 on etco2 unit was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, check harness to oridion module and reseat harness. Replace etco2 board. Send in to factory for repair. No further investigation of this issue is possible at this time, and no patient involvement was reported. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had error 570.6500 on etco2 unit. There was no patient involvement.